Manufacturer narrative:
Occupation is a patient/consumer. The test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The test strips were provided for investigation where they were tested using a reference meter with high-level control samples. Testing results (qc range = 2.7 - 3.3 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable % q results for one patient tested with coaguchek in range meter serial number (B)(4) compared to a laboratory test with an unknown reagent. The result from the laboratory at 1:30 pm was 48% q. The result from the meter at 4:35 pm was 69% q. The patient¿s therapeutic range is 2.0 - 2.3 inr.